Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely and the right ventricular (rv) defibrillation lead exhibited low out-of-range pace impedance measurements less than 200 ohms when connected to the header. It was noted that the physician felt that the rapid battery depletion was attributed to the low ra pace impedance measurements. Upon attempting to place a new rv lead, the lead would not advance due to scar tissue. Further testing on the chronic rv lead showed average numbers, thus it the crt-d was suspected to have caused the reported observations. As a result, the chronic rv lead remained in service, and the crt-d was explanted and replaced. The attempted rv lead and the explanted crt-d were shipped for return analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion (pbd).

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely and the right ventricular (rv) defibrillation lead exhibited low out-of-range pace impedance measurements less than 200 ohms when connected to the header. It was noted that the physician felt that the rapid battery depletion was attributed to the low ra pace impedance measurements. Upon attempting to place a new rv lead, the lead would not advance due to scar tissue. Further testing on the chronic rv lead showed average numbers, thus it the crt-d was suspected to have caused the reported observations. As a result, the chronic rv lead remained in service, and the crt-d was explanted and replaced. The attempted rv lead and the explanted crt-d were shipped for return analysis. No additional adverse patient effects were reported.